Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the pump had been alarming every hour, on the hour, for the past week and a half. Telemetry had not yet been performed. The pump started alarming after he went to a dialysis center for the first time. The patient last had dialysis three days prior to the report. The patient¿s last examination was on (B)(6) 2013 and his refill date was (B)(6) 2013. It was noted that the patient was ¿wiped out¿ from dialysis, so it was hard to tell if it was related to the pump. At the time of the report, the patient had no adverse reactions. The patient did have tightening in his lower back within the last week. The device system was used to deliver bupivacaine and morphine. It was later reported that the pump had been alarming for four or more weeks. On (B)(6) 2013, the pump was interrogated. A low reservoir alarm date of (B)(4) 2013 was shown. This was from a print report from (B)(4) 2013. The print report did not reflect an update from the previous refill. The last day in the logs was (B)(4) 2013 and a low reservoir alarm date of (B)(4) 2013. The patient had a ¿total mood change¿, agitation and some diarrhea. It was stated that the diarrhea could have been a part of the patient¿s other health issues, like renal failure and dialysis. The patient had to take more oral medication. It was calculated that, if the pump was actually filled on (B)(4) 2013, the reservoir should have about 12.2ml remaining. The reporter did have some trouble accessing the logs with the programming and had to enter in a reservoir volume to make it to the tools tab. The patient¿s nurse was to go to the patient¿s home the following day to check the reservoir volume by aspirating. Additional information was requested but was not available at the time of this report.